Event description:
Device 2 of 2. Ref MFR report # 1627487-2012-00151. It was reported the pt's (B)(6) ipg was explanted due to a staph infection found in (B)(6) 2011 at both the pocket and lead extension sites. The infection is suspected to have resulted from the erosion of the pt's lead extension. Both oral and intravenous antibiotics were administered to as treatment. Following explant, it was discovered the ipg displayed the low battery warning. The warning is believed to be associated with premature depletion of the ipg battery. The pt has since received a replacement ipg and is reportedly recovering well.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.